Event description:
A gambro employee reported that while training at a site, it wa learned that a patient had been hospitalized in 2005 for a gastrointestinal condition at another hospital. Approximately two weeks later, the nephrologist at the center claimed that the patient actually had hemolysis, not a gastrointestinal condition as admitted and treated for. The patient's lob had increased. The patient was discharged (date unavailable) and has been undergoing dialysis for the past two weeks at this center without problem.